Event description:
It was reported that patients implantable pulse generator will not hold a charge and needs to charge more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was dispose at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5 and h6.

Event description:
It was reported that patients implantable pulse generator will not hold a charge and needs to charge more often. The patient noticed a difference in his pain since the ipg stopped working. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was dispose at the facility.